Event description:
A talent graft system was implanted in a pt for the endovascular treatment of a thoracic aneurysm. Aneurysm morphology at the time of implant was not reported. The vessel had little thrombus and little calcified. It was reported that there were no issues with the stent graft deployment and placement, however, the pt appeared to have had a mild stroke, as the pt was not processing thoughts and not speaking. A neurologist was working with the pt in treating the stroke. No further info was available.

Manufacturer narrative:
Eval results: stroke. Vessel little calcified and had little thrombus. Conclusion: vessel little calcified and had little thrombus. Other (stroke).